Event description:
Pt was receiving an infusion of tpn via a cadd prizm pump. The pump stopped while there was 10 minutes left on the program. The pt didn't notice that the pump had stopped and blood backed up into the catheter. The catheter occluded and required tpa to remove the occlusion.